Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
The director of nursing reported that during an intraocular lens (iol) implant procedure, the iol cracked. The iol had to be cut out. The procedure was completed with no patient harm. Additional information has been requested.